Manufacturer narrative:
The device was not received for investigation. However, a photo was provided which confirmed the reported problem. It shows the balloon ruptured. While the reported event was confirmed, the exact root cause of the balloon rupture could not be determined. As stated in the IFU: avoid extended or excessive exposure to fluorescent light, heat, sunlight or chemical fumes to reduce balloon degradation. Do not grasp the balloon with instruments at any time to avoid damage to the latex. Caution: do not exceed the maximum recommended volume, as over inflation increases the possibility of balloon rupture. Due to the increased rate of occurrence of this issue a CAPA has been opened to further investigate the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the tuftex otw balloon ruptured during pre-check. It was not directly used on a patient. No injury was reported to the patient.